Event description:
It was reported that bd maxzero needleless connector was leaking the following information was received by the initial reporter with the following verbatim on (B)(6) 2024, at 9:30 a.m., a nurse in the gastroenterology ward pumped 40 ml of saline + 15 mg of ambroxol intravenously for a patient in bed 27, 60 ml/hour of intravenous pumping.at 9:42 a.m., the nurse visited the ward and found that the transparent needleless connector was leaking, so she immediately stopped pumping fluids intravenously, replaced the transparent needleless connector, and then continued to pump fluids intravenously without leakage, which did not cause any harm to the patient. No harm was caused to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One mz1000 china product was returned in opened packaging from lot 22115621 for investigation. The customer reported that they "found that the transparent needleless connector was leaking". The returned sample was subjected to pressure testing using a 50ml bd plastipak syringe in order to replicate the customer's experience; leakage was confirmed and upon closer inspection, a crack was identified at the female luer adaptor. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 22115621 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.

Event description:
No additional information